Event description:
It was reported that the patient experienced a shocking and jolting sensation while in their kitchen. The patient turned their stimulator off following 3 surges. Additional information has been requested, but was not available as of the date of this report.